Event description:
Customer called to report hospitalization for low bgs. It was stated that spouse went downstairs to work on the computer at approximately 3:00am, and then spouse heard some noise coming from the room. Spouse went up to the room and found pt unconscious. The dog had chewed up, and severely damage the pump. Pt's bgs were low and pt was taken to the hospital. Customer regained consciousness in the ambulance, but still pt was admitted to the hospital. It was indicated that pt did not know the reason for the low bgs. Additionally, customer was taking a lot of medication and it could cause pt to have erratic bgs.